Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that a compromised force sensor system alarm occurred during a manual prime. Customer¿s blood glucose level was unknown. Troubleshooting did not find any damage to the drive support cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and declined to return the product for analysis.